Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Tac (technical assistance center) support engineer communication with the customer found customer has the obstruction tubing connected. The customer will turn the unit on and try to change the pressure mode and then it will turn off suddenly. Tac informed customer that it is internal issue. Customer was referred to service repair and was provided a loaner. The subject device was received and evaluated. Device return evaluation confirmed the customer reported issue. Testing found when the device start/stop button for inflation was activated to inflate the test unit, the device generated audible alarm sound and the light on the front panel turned off. The cause was due to faulty main board and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device keeps shutting down. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.